Event description:
It was reported that during a device replacement procedure, this new pacemaker was prepared for connection. Upon interrogation, it was discovered that this new device, still fully sealed, was operating in safety mode. This device was not implanted, and different pacemaker was successfully implanted instead. No adverse patient effects were reported. Product return is expected.